Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The customer reported that there was a liquid leak of approximately 5ml around feed thru fittings 104 and 107 on the lh500. The leak was not contained. There was no error messages reported. The operator was wearing personal protective equipment of gloves and lab coat. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) confirmed a leak from a pin hole in black stripe tubing at pv37. The tubing was replaced resolving the leak. Failure mode was identified: failure mode is related to pin hole in black striped tubing at pv37. No erroneous results were associated with this event. A failure related to pv37 is likely to impact cbc (complete blood count) and differential results during manual aspiration, due to carryover caused by insufficient probewash. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).